Event description:
I had the essure procedure done in (B)(6) 2012, since then my periods have become more painful with each cycle. Also, I have been passing very large blood clots. My last cycle had two that were between orange and grapefruit size. I did not have a problem with this before having this procedure. My periods have also become more painful with intense uterus cramping and a much heavier flow. After talking with a friend who also had this procedure done, she started explaining her symptoms and they were the exact same as mine. At first I thought this made me feel better but after thinking about it I became even more concerned.